Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reby0242 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported insertion of catheter was stopped as the magnetic wire broke during the insertion. No migration of the magnetic wire and no harm to the patient was reported. Placement of a second catheter was successful.